Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-33 and c-00. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported issue was confirmed using system logs, which revealed error c-33. Functional testing also revealed the error upon startup. The internal erbe error log showed the presence of c-00. The root cause could not be determined; however, error c-33 points to high frequency (hf) voltage measurement value too high in on state which is likely a component failure causing an operational problem within the erbe.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that an "activation has been interrupted error c-33" message appeared on the integrated electrosurgical unit (iesu) or erbe. The customer rebooted twice and the error returned. The intuitive tech support engineer (tse) recommended changing the monopolar energy setting to "classic", which the customer performed. The tse explained that the "classic" setting only goes to energy level 2. The tse also mentioned that the customer could swap vision side carts (vsc) or use a force triad generator. The customer stated that they were going to check with the surgeon and staff to see how they wanted to proceed. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive received the following additional information via follow up: the procedure was able to be completed with the original erbe.

Event description:
Refer to h11 for follow-up information.